Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one video was reviewed. The video shows a dialysis catheter being infused with a clear fluid. A syringe with clear fluid is attached to the red hub. The catheter appears to be clamped near the distal end. When the device is infused, a considerable amount of fluid can be seen leaking from the junction of the bifurcation and the extension legs. The device is infused only via the red hub; the blue is not used in the video. The device has blood on the surface throughout the device. Suturing can be seen in the suture holes and around a portion of the catheter proximal to the cuff. Based on the photo review, an external leak can be confirmed. One equistream d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. One video was also provided, and a review of the video was performed. The investigation is confirmed for external fluid leak and partial cracks in the extension legs, as two partial circumferential cracks, one on each extension leg under the proximal entry into the bifurcation, were identified during the sample evaluation. The sample was observed to be patent to infusion and leaking was observed from both the crack sites. Circumferential clamping crease marks were observed on both extension legs approximately 1.6 mm from the distal end of the white oversleeve luer adaptor cover. Tactile evaluation showed slight necking at the crease and cracks sites. The surfaces of the exposed cross-sections of the extension legs at the crack sites appeared to be rough and granular with jagged edges. Part of the extension leg tubing remained under the proximal bifurcation entries at both crack sites. The findings from the sample evaluation and video review, and the reported event are consistent with leaking and fracture issues. The definitive root cause could not be determined based upon available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately thirteen days after dialysis catheter implant, the catheter allegedly had a subcutaneous leak. It was further reported the catheter was removed and another catheter was implanted. There was no reported patient injury.

Event description:
It was reported that approximately thirteen days post dialysis catheter implant, the catheter allegedly leaked at the bifurcation. It was further reported the catheter was removed and another catheter was implanted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one video was reviewed. The video shows a dialysis catheter being infused with a clear fluid. A syringe with clear fluid is attached to the red hub. The catheter appears to be clamped near the distal end. When the device is infused, a considerable amount of fluid can be seen leaking from the junction of the bifurcation and the extension legs. The device is infused only via the red hub; the blue is not used in the video. The device has blood on the surface throughout the device. Suturing can be seen in the suture holes and around a portion of the catheter proximal to the cuff. Based on the photo review, an external leak can be confirmed. One equistream d/l catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. One video was also provided, and a review of the video was performed. The investigation is confirmed for external fluid leak and partial cracks in the extension legs, as two partial circumferential cracks, one on each extension leg under the proximal entry into the bifurcation, were identified during the sample evaluation. The sample was observed to be patent to infusion and leaking was observed from both the crack sites. Circumferential clamping crease marks were observed on both extension legs approximately 1.6 mm from the distal end of the white oversleeve luer adaptor cover. Tactile evaluation showed slight necking at the crease and cracks sites. The surfaces of the exposed cross-sections of the extension legs at the crack sites appeared to be rough and granular with jagged edges. Part of the extension leg tubing remained under the proximal bifurcation entries at both crack sites. The findings from the sample evaluation and video review, and the reported event are consistent with leaking and fracture issues. The definitive root cause could not be determined based upon available information. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number to date. A DHR review is not required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one video was reviewed. The video shows a dialysis catheter being infused with a clear fluid. A syringe with clear fluid is attached to the red hub. The catheter appears to be clamped near the distal end. When the device is infused, a considerable amount of fluid can be seen leaking from the junction of the bifurcation and the extension legs. The device is infused only via the red hub; the blue is not used in the video. The device has blood on the surface throughout the device. Suturing can be seen in the suture holes and around a portion of the catheter proximal to the cuff. Based on the photo review, an external leak can be confirmed. Although the sample was not returned for evaluation, one video was provided for review. The investigation is confirmed for external leak, as the video review identified a leak at the junction of the bifurcation and the extension legs. The catheter appeared to be clamped while infusing near the distal end of the catheter. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event.

Event description:
It was reported that approximately thirteen days after dialysis catheter implant, the catheter allegedly leaked blood internally to the patient. It was further reported the catheter was removed and another catheter was implanted. There was no reported patient injury.

Manufacturer narrative:
A video was provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2020).

Event description:
It was reported that approximately thirteen days after dialysis catheter implant, the catheter allegedly leaked. It was further reported the catheter was removed. There was no reported patient injury.